Event description:
The customer reported an access 2 immunoassay system (serial number (B)(4)) generated nonreproducible troponin I (accutni+3) results. One patient sample was tested on the instrument and an accutni+3 result above the normal reference range was generated. The patient sample was repeated three times on the same instrument; all three repeat results were within the normal reference range. All system parameters such as calibration, quality control results, and system check were within specifications. There was no data provided by the customer regarding preanalytical sampling handling issues.

Manufacturer narrative:
There is no indication that accutni+3 reagent was returned to beckman coulter (bec) for investigation. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a carryover test, a dil-test, and a high-sensitivity system check with passing results. The cause of nonreproducible accutni+3 results could not be determined with the supplied information. (B)(4).